Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and found the issues in the pressure transducer pcbs and replaced them. The ventilator passed all functional tests. The inspiratory and expiratory pcbs were returned for further investigation. The returned pcbs was mounted in a reference ventilator for simulated use testing and the reported failure was reproduced. It was found that the pressure sensor on one of the pcb measured a false high zero-pressure value. Using microscope dirt was found on the sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by a defective pressure sensor on one of the pressure transducer pc board.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).